Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01615. Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly and introducer sheath had bends and kinks throughout its length. The pull wire was retracted out of the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed that the pet lock was separated on the proximal end of the pusher assembly, bends and kinks were through throughout the length of the pusher assembly and introducer sheath, and the embolization coil was detached from the pusher assembly and was not returned for evaluation. Based on the returned condition and the reported complaint, these damages may be incidental and may have occurred after removal of the device from the procedure. The root cause of the reported complaint could not be determined. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the dorsal wall of the superior hypophyseal artery using penumbra smart coils (smart coils). During the procedure, while advancing the pusher assembly of the smart coil into the introducer sheath, the physician experienced resistance, but was able to advance the smart coil through the introducer sheath. Subsequently, when the physician removed the introducer sheath, the physician experienced resistance again. Therefore, the smart coil was removed. Upon removal, the pusher assembly of the smart coil was observed to have formed small loops due to the tension during removal. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the dorsal wall of the superior hypophyseal artery using penumbra smart coils (smart coils). During the procedure, while advancing the pusher assembly of the smart coil into the introducer sheath, the physician experienced resistance, but was able to advance the smart coil through the introducer sheath. Subsequently, when the physician removed the introducer sheath, the physician experienced resistance again. Therefore, the smart coil was removed. Upon removal, the pusher assembly of the smart coil was observed to have formed a "pig tail" due to the tension during removal. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.